Event description:
The customer reported the reservoir was leaking at the time he was filling it. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and performed manual prime and while filling up the reservoir, it leaked through both "o" rings. Found scratched inside barrel. Reservoir will leak.